Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring ii failed to load and a second heartstring ii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The devices were returned to the factory for evaluation. Reference to MFR report #2242352-2012-00498 for the related report.

Manufacturer narrative:
Investigation results: a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly was inside of the delivery device tube. The seal was extended outside of the delivery device tube. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. (B)(4).